Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, an insulation anomaly was seen on the atrial lead. The lead was explanted and replaced. There were no adverse consequences to the patient.